Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a viscoelastic syringe exhibited a hair inside of the product solution prior to surgery. An alternate unit was obtained in order to begin and perform the procedure.

Manufacturer narrative:
Batch documentation and release results were reviewed and no similar complaints have been received so far for this lot. All batches are released according to the required specifications. Investigation showed that no remarks were reported during batch record filling. A 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. One carton containing a used syringe with cannula and locking collar was received as a complaint sample. No foreign material is present on the returned sample. Since the returned sample did not contain any foreign material we cannot confirm the complaint. The assembly is performed in a clean room. Operators wear protective clothing and hair caps during the assembly process. Based on the complaint information, we can conclude that the disposition of the product remains unchanged. The manufacturer internal reference number is: (B)(4).